Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the up arrow was not responding. The customer's blood glucose level was unknown. The customer reported that there was damage near the reservoir compartment and the screen. The customer was advised to stop using the insulin pump and refer back to the backup plan. The device will not be returned for analysis.